Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent the removal of antibiotic spacer and re-implantation of the permanent total left knee arthroplasty, including patellar, femoral, tibial components and polyethylene insert. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 3. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, flexion instability, and pain. The surgeon reported the removal of the tibial component with a combination of double and single-sided reciprocating saws. He noted the femoral component was removed with a double-sided reciprocating saw to disrupt the femoral to cement interface. The surgeon indicated the patella was well-fixed and without significant damage, and not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2017; (rt knee).